Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the distal tip of the device¿s black sheath was damaged and it started melting during activation. As reported, there was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be burnt and charred away. Distal end of shaft of device was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the sheath is left deployed over the l-hook tip whilst electrocautery function is engaged. As stated in the warnings and precautions of the instructions for use (IFU) 6. When using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy, the distal tip of the device¿s black sheath was damaged and it started melting during activation. New device was used in order to complete the case. There was no patient injury.